Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump and catheter were removed some time in (B)(6) 2016 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.